Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (b)(3) 2023, it was reported by a sales representative via phone that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted), self-punching 2.6 mm, ve5 had an issue. The anchor sheath was cut when inserted and caused the anchor to come out from implantation. The case was completed using another ar-3770sp from the same lot with a delay of a few minutes from removing the fragments from the patient with no pieces left inside the patient. This was discovered during an acl and mcl reconstruction procedure on (b)(3) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.